Event description:
Reportedly, 3 freezing containers ruptured when other frozen containers were placed in the racks of the liquid nitrogen storage tank with these units. The contents of the containers (human blood stem cells) were disposed of at the time of the events. It is standard protocol at most transplant centers to freeze sufficient back up cells for each pt. There were no adverse pt events reported in association with these ruptures. The containers were returned for exam. An inspection verified the reported events. This type of breakage has been seen before in samples returned from other customer sites. The root cause of these sporadic events has not been conclusively determined., in-house testing has however shown that the breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The containers are extremely fragile when frozen and care mutst be taken not to mechanically damage the containers which would allow the ingress of liquid nitrogen.